Event description:
The pt reported that in 2006, her blood glucose reading was 24.1 mmol/l (433.8 mg/dl). The pt's normal blood glucose range is 4-7 mmol/l (72-126 mg/dl). She reported symptoms of an extreme headache and was very thirsty. She stated that her infusion device was running low on power. She stated that she can tell when her infusion device is running low because it will not give the normal low battery warning and will not store the bolus in memory. The pt also stated that she tried to bolus 4 units of insulin into the air and she did not see any insulin come out of the tubing. The pt changed the power pack and her infusion device has been working fine. The pt insisted that it was not her infusion device causing the issue, but rather her power pack getting old. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt discarded the affected product. No product will be received for eval.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall.